Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. : device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator have a constant leak from bleed valve tubing when air is connected. Furthermore, there was no patient associated with the event.